Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were evaluated based on historical data analysis. Additional information: 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 events for the failure: overheating of device. 6 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h11. 6 previously reported events were included in this follow-up record. Product return status: 6 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 6 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 6 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 6 events for the failure: overheating of device. - 6 events had problem identified during non-clinical procedure; there was no patient involvement.